Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 69 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, the physician attempted to use the quick release trigger to deploy the stent graft, however the blue handle did not move. It was reported that the physician had completely pulled back the quick release trigger. No bending/kinking of the delivery system was noted. The stent graft was then successfully deployed at the target zone by rotating the blue handle, which worked smoothly. The delivery system was then removed from the patient with no issues. Per the physician, the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.